Event description:
It was reported that the spring wire guide (swg) was inserted via the catheter. After the dilation and the sheath insertion, they tried to remove the swg and dilator from the sheath. It was at that time difficulty was met removing the swg and as a result, both the swg and dilator were removed along with the sheath. A new set was opened. There were no reported patient complications.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one damaged swg was returned. The dilator and sheath involved in the incident were not returned. On returned sample, swg core wire was broken adjacent to distal weld and coil wire was partially unraveled. Both welds were intact and no pieces were missing. Diameter of swg was confirmed to be within specification. Product's instruction booklet (arrow p/n k-09907-100a) contains suggested procedures for inserting and removing swg and warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is instructed to remove swg and dilator as a unit and warned not to use excessive force in removing swg, dilator, or sheath. The device history records for the swg, dilator and sheath were reviewed with no relevant findings. No manufacturing defects were identified during this investigation. Based on the sample and information provided, the potential cause of the issue could not be determined. A CAPA has been initiated to address this issue.